Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 1531.2 mcg/day at flex infusion mode via an implantable pump for intractable spasticity and cerebral palsy. It was also stated that the patient was receiving intrathecal baclofen for treatment of cerebral palsy symptoms of spastic quadriparesis. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). It was noted that the patient stated their pump was alarming beginning yesterday ((B)(6) 2017) morning. It was also noted that the pump was recently refilled and that the elective replacement indicator (eri) was 25 months. It was reported that the patient was experiencing increased spasticity and was tachycardic, which began on (B)(6) 2017. It was indicated that the event logs confirmed the motor stall occurred on (B)(6) 2017 at 03:40 and that there was no stall recovery to date as of (B)(6) 2017. It was confirmed that there were no emi (electromagnetic interference) or magnetic sources present. No further complications were reported.